Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room with muscle stimulation of the upper chest, x-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable post-procedure.